Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed a "meter problem" message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began approximately 1 week prior to contacting lfs. The patient informed the csr that she was unable to test her blood glucose for 1.5 weeks due to the message appearing. The patient stated that she manages her diabetes with oral medication and insulin (set doses). The patient denied making any changes to her usual diabetes management regimen when she was unable to obtain a blood glucose reading due to the alleged message appearing. On an unspecified day after the alleged meter issue began, the patient reported developing symptoms of nausea, vomiting, headache and weakness. The patient did not recall if she was able to test successfully with the subject meter when symptomatic and confirmed she did not test with any other device. The patient denied treating herself or receiving any medical treatment from an hcp or non-hcp in response to the symptoms. The patient claimed she "simply waited until she felt better." At the time of troubleshooting, the patient informed the csr that she no longer had any test strips that she was obtaining message with. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient's reported symptoms do not meet lfs criteria of a serious injury. In addition, the patient denied receiving medical treatment for a high blood glucose excursion. However, this complaint is being reported because the alleged meter message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/26/2013 and 7/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.